Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-16739. It was reported that during drg lead revision the patient sustained a csf leak. It was noted that patient experienced migraines and general dizziness post-operative. As result, a blood patch was performed on (B)(6) 2021 resolving the issue.